Event description:
It was reported that a leak was observed during use of a homechoice cassette. It was further described as a ¿leak was found on the machine after setting¿. This occurred after set up/preparation for automated peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.